Event description:
It was reported that the patient's right knee was revised due to lack of motion (surgeon reported cause as patient did not undergo physical therapy). A 4x9 cs insert was exchanged for another 4x9 cs insert, and soft tissue debridement was performed. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: not available.